Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The device was implanted on (B)(6) 2022. At fu the programmer did have contact with the device in a sitting position. When lying down no contact was possible. Due to this problem a reintervention was scheduled on (B)(6) 2022. A problem with lead connection was suspected but at reintervention this could not be proved. The lead remained implanted an another device was connected. There were no problems with the new pacemaker from the reintervention onward.

Manufacturer narrative:
Preliminary analysis did not reveal any connection issue. Awaiting for electrical tests.

Event description:
The device was implanted on (B)(6) 2022. At fu the programmer did have contact with the device in a sitting position. When lying down no contact was possible. Due to this problem a reintervention was scheduled on (B)(6) 2022. A problem with lead connection was suspected but at reintervention this could not be proved. The lead remained implanted an another device was connected. There were no problems with the new pacemaker from the reintervention onward.

Manufacturer narrative:
Please refer to the attached report.

Event description:
The device was implanted on (B)(6) 2022. At fu the programmer did have contact with the device in a sitting position. When lying down no contact was possible. Due to this problem a reintervention was scheduled on (B)(6) 2022. A problem with lead connection was suspected but at reintervention this could not be proved. The lead remained implanted an another device was connected. There were no problems with the new pacemaker from the reintervention onward.